Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 29may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported a failed nav-ring. There was no patient involvement.

Manufacturer narrative:
Dat rec'd by MFR: 25jun2019. Date of report: 28jun2019. The manufacturer's field service engineer confirmed the reported nav-ring issue. The fse reported that the touchscreen was functioning. The engineer replaced the defective front bezel to address the reported problem. The unit successfully passed the required performance verification test. Further investigation of the complaint led to the finding that the touch screen was working properly at the time of the nav ring failure. The original submission of emdr 9400858 no longer meets the criteria for a reportable event due to the finding of a functioning touch screen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.